Manufacturer narrative:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. Attempts have been made to obtain log files. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, (B)(6) reported the cns-6801a (pu-681ra sn:(B)(6) ) had 6 seconds with v-tachycardia and no alarm at the central station. All settings were verified as correct. As far as the customer was aware, this occurred with only one telemetry box. Service requested troubleshooting/assistance service performed customer was provided printing guide for event investigation. Multiple attempts were made to contact the customer to receive additional information needed for investigation. Customer was not sure if the issue was resolved. It was a one time issue and she was still not sure of the root cause. Customer indicated she sent the information needed and never heard back. There is no record of customer sending the information requested in the ticket. Additional follow up was made with the customer with no response. Investigation result the cns was put into service on 09/30/18, which is over 6 months prior to the reported issue. A review of monitor history found no other reported issues with the alarm for the unit. There was a reported issue that the unit did not properly alarm for arrhythmia v-tachycardia. Due to the lack of information provided by the customer, such as additional details of the initial reported incident, along with alarms settings and log files containing data at the time of reported incident, investigation is limited. From the information available, it is not possible to determine how the system responded or why. A review of tickets opened for this facility found no other arrythmia alarm related issues for the pu-681ra units. There does not appear to be a trend for this issue at the facility. There are found to be 5 reported issues relating to the cns-6801a not alarming for v tach. As of 07/26/19, there are a total of (B)(4) units in use (see attached pu-681ra, extracted from (B)(4)). The occurrence rate of this issue is per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency during manufacturing of the device. Review of nka DHR confirmed the cns-6801a passed all quality checks. The system configuration settings and clinical settings were verified. Per cns-6801a operator's manual, an arrhythmia alarm occurs when an arrhythmia occurs. A message is not displayed when: (1) alarm functions are set to off on the bedside monitor, and/or (2) alarm for the arrhythmia is set to off cns-6801a operator's manual advises customer to be careful when turning off arrhythmia alarms as there will be no message or icon to indicate that the alarm is turned off. The cns operator's manual also advises customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Cns operator's manual warns that it is not possible to obtain 100% accurate detection of every arrhythmia. If there is any doubt about the arrhythmia analysis, make the monitor relearn the patient's ECG and check that the dominant qrs is appropriate. Although the device did not alarm for the suspected event, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. Based on the given information, the root cause could not be determined. There were no further reported issues with this unit. No additional issues regarding v tach were reported at this facility. There does not appear to be an adverse trend for this issue. Corrected information: d4. Model number.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.